Manufacturer narrative:
The ra and rv leads were then connected to the newly implanted device and all parameters were again within normal range and there was successful ventricular capture. No additional information is available. If any additional information does become available, this report will be updated.

Event description:
Boston scientific crm received information that the patient with this device was admitted to the hospital after experiencing asystole and losing consciousness. The patient was put on temporary pacing at 60 bpm and the device was interrogated. It was discovered that this device was not pacing in either the atrium or ventricle. In addition, the daily measurements revealed that there was a gradual increase in pacing impedances for both the right atrial (ra) and right ventricular (rv) leads until the measurements were above 2500 ohms. No other adverse patient effects were reported. A revision was performed and both ra and rv leads were tested on the pacing system analyzer (psa). The lead parameters were normal. However, when the leads were reconnected to the device and the ventricular pacing outputs were programmed to maximum, there was still not ventricular capture. The rv lead was then connected to the device's atrial port and then programmed to aai. When this occurred, there was consistent capture in the ventricle. Based on this observation, the device was then successfully replaced.